Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was tightly folded. Microscopic examination revealed that the outer and inner shaft was torn 1cm from the exit notch. The torn shaft is consistent with damage due to interaction with a guide wire. Microscopic examination presented no damage or irregularities in the balloon of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the shaft leaked at the damaged shaft and the balloon would not inflate due to the damaged shaft. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube of the device. Microscopic examination presented no damage or irregularities in the manifold. Microscopic examination presented no evidence of any damage or irregularities in the welds/bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that the balloon was unable to be inflated. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left external iliac artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to the lesion. An attempt was done to inflate the balloon however the balloon was unable to be inflated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft perforation.